Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery cap could not be removed from the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned with the battery cap stuck in the pump. It was able to be removed. The battery compartment was observed to be cracked. A test cap was able to tighten and be removed from the pump with no issues. The returned battery cap could not be tightened on to a test pump. The cap was observed to have stripped threads. The cap contact height measured out of specifications. Unrelated to the complaint, the display was dim and discolored.